Event description:
It was reported that the customer received a button error alarm. She also received a battery out limit alarm, after she changed the insulin pump's battery. The customer could not clear the alarm. The customer's blood glucose level was 204 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing the end cap sticker.